Manufacturer narrative:
Tracking # 22049/post. Date sent; 01/19/1999. H6: yeilded jaws. Ligaclip endoscopic single clip applier: the analysis results confirmed that the jaws had become damaged and could not hold a clip properly, making the instrument non-functional. While no conclusion could be reached as to how this damage had occurred, the appropriate engineering personnel have been notified and co has documented the reported circumstances and analysis results. The jaws and shaft were replaced and the instrument was cleaned and polished per repair requirements.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the device was dropping clips. It was reported the jaws of the device are too wide. There was no pt consequence.